Event description:
Information was received indicating that a smiths medical cadd legacy pump was emitting high pressure alarm. The patient stated that the pump alarms randomly and stops before the patient could even look at the line. The patient also stated that when the line was checked it was found to be fine. The reported event did not cause any interruption of therapy. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life-sustaining. There were no adverse effects to the patient due to the reported event.